Manufacturer narrative:
An event of aortic insufficiency, stenosis, and calcification on the stent posts was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
About 7 years ago (date unknown) a 19mm trifecta valve was implanted. The patient presented with aortic insufficiency and aortic stenosis about 7 years following the implant. A redo-avr was performed and the device was explanted (date unknown). Upon explant, heavy calcification was observed around the stent posts but the leaflets were able to move freely. The device was replaced with a 21mm perimount valve and pericardial patch. The patient is reported to be recovering. Additional information has been requested, but unavailable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
About 7 years ago (date unknown) a 19mm trifecta valve was implanted. The patient presented with aortic insufficiency and aortic stenosis about 7 years following the implant. A redo-avr was performed and the device was explanted (date unknown). Upon explant, heavy calcification was observed around the stent posts but the leaflets were able to move freely. The device was replaced with a 21mm perimount valve and pericardial patch. The patient is reported to be recovering. Additional information has been requested.